Event description:
Boston scientific received information that this patient's spouse contacted patient support on (B)(6) 2011 to report that this device was implanted on (B)(6) 2002. The patient's spouse informed patient support that the patient died on (B)(6) 2003 "due to the pacemaker". The spouse stated "that if he didn't have this device he would probably be alive today". The patient's spouse reported that the patient did not feel well shortly after the device was implanted and continued to feel ill until the day of his death. According to the patient's spouse, the patient did not want the device implanted. Patient support suggested that the spouse contact the physician to discuss the cause of death. Patient support provided information from the boston scientific device lookup tool that the device identified by the model and serial number entered is not affected by a product advisory issued to physicians since (B)(6) 2005. Boston scientific received information that the local representative spoke to this patient's clinic. The patient was seen by the physician on (B)(6) 2002. The physician had apparently written that the patient status had markedly improved including reduction in regards to his dyspnea, however the physician stated that the patient continued to be unacceptably overweight and sedentary. The patient was scheduled to return for evaluation on (B)(6) 2003, however, the appointment was cancelled. No additional information is available concerning the events on the date of death and the cause of death.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.